Manufacturer narrative:
One unknown implant was returned for evaluation. However, the product was lost in house prior to the investigation. Similar complaints for the inability to achieve primary stability (unable to place implant into osteotomy) have been previously investigated. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. While non-conformances were identified for some lots during manufacturing records reviews, the documented disposition actions for each have not suggested the likely release of non-conforming product. To date, all complaint data was found to be conforming and did not meet CAPA/hhe/d/ie escalation. Therefore, there were no complaints which confirmed a manufacturing or design related issue caused or contributed to the reported event. DHR review and complaint history review could not be performed for the unknown implant, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure it is within specifications. Contributing factors for these reported events likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: date of this report. Product return date. Date received by manufacturer. Checked "follow-up." Checked follow-up type. Product returned but misplaced in house. Entered evaluation codes. Added manufacturer narrative h3 other text : product misplaced in house.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Patient's weight: unknown. Device brand name: unknown. Device product code: unknown. Device catalog number and lot number: unknown. Reporter's last name: unknown. Device not returned.

Event description:
It was reported that an unknown implant was unable to be placed. No other implant was placed and the site was grafted. Tooth location 4.